Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away at home. The cause of death was myocardial infarction. The caller stated that it was a same day, sudden death; no leading events to the death. The customer had renal carcinoma. The customer's blood glucose at the time of death was 97 mg/dl. This was the last recorded blood glucose value in the glucose meter at 1:00pm on (B)(6) 2014. The caller stated that the customer passed away shortly thereafter. The customer was wearing the insulin pump. The customer was using sensors and was wearing one at the time of death. The caller stated that the insulin pump was never returned to her from the hospital and she had discarded all of the supplies after the customer's passing. No further information is available at this time.